Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Per the instructions for use; under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted with a proglide device in the right common femoral artery using the preclose technique prior to a percutaneous coronary intervention (pci) procedure. The arteriotomy was 6fr. Reportedly, the suture pulled out of the artery. A second proglide device was used for successful suture placement using the preclose technique. The pci procedure was completed and hemostasis was achieved using the pre-placed sutures of the second proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and the reported event (the suture pulled out of the artery) was confirmed. A conclusive cause could not be determined for the reported experience. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.